Event description:
While adjusting the patient, the ICU bed became stuck in the most upright elevated position. Staff and engineering were unable to lower bed or activate bed lowering controls. Bed service engineer from manufacturer contacted and field service engineering were unable to lower the bed's form manifold block. Engineer determined that hydraulic manifold had defective valve preventing the bed lowering solenoid from lowering bed. Replacement bed brought in and elevated to same height to have patient transfer to new bed. Defective bed removed from service and taken to repair area. No patient harm occurred from this event. Manufacturer response for hospital bed, intensive care, totalcare spor2t (per site reporter). Manufacturer on site to assist. Bed removed from service for repair and evaluation.